Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation; the shaft on the swivel adapter was found to be broken. The device history record showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. The complaint was confirmed. This investigation included outsourced material testing, stress engineering and fractography. The consensus of investigation finds the most likely root cause of complaint event is user applied torque to knob in excess of material strength of screw thread or combination of user torque and clamp support load exceeding screw thread strength.

Event description:
A distributor reported to integra that an a2114 mayfield infinity xr2 skull clamp was found to be defective. It is unknown if the device was in contact with the patient, if there was patient injury or surgery delay. Additional information has been requested but no other clinical information has been provided.